Event description:
Event description boston scientific received information that a follow up of this pacemaker in august 2005 showed the gas gauge at 50% and no daily measurements. A follow up from february 2006 showed the gas gauge at beginning of life (bol) and no daily measurements. At todays follow-up, the pacemaker showed the gas gauge at 100% and blank daily measurements. A download of the device data was performed and sent in to a technical services consultant for review. There were twenty atr episodes from the last follow up and three atr episodes from today. Additionally, there were many rate fault resets and the cause of these resets is unknown. Therefore, the consultant recommended device replacement. The pacemaker was replaced and was returned for analysis.